Event description:
The patient reported chills after a routine hemodialysis treatment. The operator had primed a cartridge for treatment. Treatment was not stated due to problems with the patient's access. The next day treatment was reinitiated using the same cartridge from the previous day. The waste line which is no longer sterile was reconnected to the saline line. The patient was diagnosed with a staff infection and received six doses of vancomycin over a two week period. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the patient's staff infection to user error, as the operator used a cartridge for treatment which had been primed the previous day. The waste line which is no longer sterile was reconnected to the saline line. The user's guide states that "the cartridge is a single use disposable tubing set. Do not touch surfaces covered by protective caps. Use aseptic technique and universal precautions when making connections to avoid infection." Facility staff provided retraining to the operator. Nxstage medical considers this report closed. No additional information will be provided.